Manufacturer narrative:
Updated: event description, model number, lot number, catalog number, expiration date, unique identifier.

Event description:
It was reported that wire detachment occurred. The target lesion was located in a coronary artery. Two magic torque guidewires were selected however, the coil towards the proximal tip broke. No further complications were reported. It as further reported that both wires broke while outside of the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and it was found that the distal tip is stretched and bent. The corewire and the coilwire do not have evidence of fracture or break sections. The outer diameter of the proximal, middle and distal sections were within specification.

Event description:
It was reported that wire detachment occurred. The target lesion was located in a coronary artery. Two magic torque guidewires were selected however, the coil towards the proximal tip broke. No further complications were reported. It as further reported that both wires broke while outside of the patient's body.

Event description:
It was reported that wire detachment occurred. The target lesion was located in a coronary artery. Two magic torque guidewires were selected however, the coil towards the proximal tip broke. No further complications were reported.